Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was being prepared for an electrosurgical procedure. According to the complainant, the pump did not activate when the foot pedal was pressed. The procedure was completed with another endostat ii electrosurgical unit. A console knob on the subject console was tightened and the foot pedal / pump subsequently operated correctly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at 9:30 am. An hour and a half after the alleged issue began, the patient claimed that he developed a symptom of nausea. The patient denied that he received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved power issue of the lfs meter. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of nausea does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.